Manufacturer narrative:
Contact office phone number: (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from a bench service personnel on the v60 ventilator indicating that there was battery failure. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Bench service determined that a replacement of the battery is required. The investigation is ongoing.

Manufacturer narrative:
Bench repair replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.